Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was not communicating with the imaging system. The bulkhead connector was replaced. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that one side wall was broken, and there were bent leads inside the connector. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the system was unable to communicated with the medtronic imaging system being used for the procedure. Another medtronic navigation system was used without issue. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.